Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up intermittent capture was noted on the his bundle (right ventricular (rv) lead). Capture only noted when patient was supine. The lead was explanted and replaced. No patient complications have been reported as a result of this event.